Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unkown), the device was unable to obtain signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report could not be replicated or confirmed. The logs for the (B)(6) 2025 event showed that ECG signal issues were caused by poor lead-to-patient contact. Although ECG signal was intermittently noisy and eventually lost, proper coupling of leads during a second analysis restored the signal across all leads. This suggests factors such as proper electrode application, adequate skin preparation, or patient skin condition. The electrodes or ECG cable were not returned for evaluation. Functional testing was performed and the device passed all testing successfully. The device was recertified and returned to the customer. It is important to note that the x series operator's guide (pn: 9650-001355-01) (rev: p) speaks to patient skin preparation, warning the user that "excessive body hair or wet, sweaty skin may interfere with electrode adhesion. Remove the hair and/or moisture from the area where the electrode is to be attached." No trend is associated with reports of this type.